Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that following insertion the patient experienced pelvic pain and erosion. It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and the mini-arc sling was implanted for symptomatic grade four rectocele and grade three cystocele. It was reported that the patient underwent mesh removal/replacement on (B)(6) 2010 due to erosion and infection. It was reported that the patient underwent removal/revision of eroded mesh on (B)(6) 2011 due to erosion and vaginal pain. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urine leakage, recurrent urinary tract infection, urge incontinence, mild fecal incontinence, drainage, and chronic vaginal discomfort.

Event description:
It was reported that following insertion the patient experienced urine leakage, recurrent urinary tract infection, urge incontinence, mild fecal incontinence, drainage, and chronic vaginal discomfort.

Manufacturer narrative:
It was reported that the patient underwent excision of mesh and cystoscopy on (B)(6) 2011 due to pelvic pain and pelvic discomfort secondary to residual foreign body in the vagina.

Event description:
It was reported that a patient underwent a gynecological procedure for pelvic organ prolapse and stress urinary incontinence on an unspecified date and a sling and the mini-arc sling were implanted. The patient experienced extreme pain, erosion of her internal bodily tissues and has had multiple surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01125. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted due to pelvic organ prolapse and stress urinary incontinence. The patient also underwent a surgical procedure on (B)(6) 2010 and miniarc was implanted due to stress urinary incontinence. It was reported that patient underwent mesh removal and repair procedures on (B)(6) 2010 and (B)(6) 2011.